Event description:
Pregnancy 21 months after confirmed adiana hysteroscopic sterilization procedure. Dates of use: (B)(6) 2010 - (B)(6) 2011. Diagnosis or reason for use: desire to end fertility/female sterilization.